Event description:
Disposable aem, active electrode monitor, cord was attached to a laparoscopic cautery device and when the surgeon activated the cautery the rem, return electrode monitor, alarm on the valley lab bovie sounded with each attempt at activation. The bovie cord was switched out and replaced with a new cord and the rem alarm no longer alarmed.